Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer's blood glucose was 367 mg/dl at the time of hospitalization. The customer's blood glucose was around 270 mg/dl at the time of call. The customer stated that the high blood glucose was treated in the hospital. The customer stated that they were trying to treat the high blood glucose with the insulin pump and manual injection but it was not coming down. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customer stated that they found that the cannula was bent. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.